Manufacturer narrative:
Customer returned pump for an alleged pump error 42 alarm, pump error 47 alarm and keypad anomaly/keypad unresponsive found on (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. All buttons function properly. No unexpected pump error 42 alarm or pump error 47 alarm was noted during the testing. Successfully downloaded history files and traces using thus. The keypad overlay was removed to perform a visual inspection and no damage in the keypad assembly was noted. The pump was cut open to perform a visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Pump passed the keypad voltage test. Pump error 42 alarm was recorded and found in the formatted history file on: (B)(6) 2021 15:58:00.000 and (B)(6) 2021 16:08:00.000. Pump error 37 alarm was recorded and found in the formatted history file on: (B)(6) 2021 07:40:00.000. And pump error 43 alarm was recorded and found in the formatted history file on: (B)(6) 2021 11:09:00.000. Pump error 42 alarm, pump error 37 alarm and pump error 43 alarm, problem isolated on the motor assembly. No pump error 38, 39, 41, 43, 79, 80, 82 and 130 alarm on the formatted history file noted. Force sensor zero offset within specification (23.4 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Keypad anomaly/keypad unresponsive was not confirmed. Pump error 47 alarm was not confirmed. Pump error 42 alarm, pump error 37 alarm and pump error 43 alarm was confirmed. Pump error 42 alarm, pump error 37 alarm and pump error 43 alarm, problem isolated on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had drive count error boundaries exceeded after movement alarm and insulin pump history crc failed alarm. The customer was not able to clear the alarm. The insulin pump did not receive stuck button alarm and the numbers were ramping or the scroll bar was moving up or down with no input from the user. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.